Event description:
It was reported that post operatively, the spinal rod pulled out of the set screw/pedical screw assembly at l2. It was reported that there were no issues during the procedure. The alert date was (B)(6) 2014 and the sales representative reports that he faxed a report to the depuy synthes spine complaint handling unit on that date. However, the sales representation did not receive an electronic confirmation of the fax receipt and the report was not received by depuy synthes spine. The sales rep later learned that the fax machine at the hospital was faulty. The following mfg. Medwatch reports are being filed for the rod, set screw, and pedicle screw that were involved in the event: 1526439-2014-11844, 1526439-2014-11846.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.